Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR#: 2134265-2009-06145, 2134265-2009-06147, 2134265-2009-06150. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The patient presented with chest pain, nausea and vomiting. An EKG and cardiac catheterization revealed an occluded left anterior descending (lad) artery over the second diagonal branch. A 3.00x24 mm, 3.00x20 mm, 3.00x24 mm, and 3.50x12 mm taxus express2 stents were deployed. The patient was instructed to take, and did take, plavix for at least 12 months following stent implantation. One year and seven months post the stenting procedure, the patient suffered a myocardial infarction due to thrombosis in the stent located in the lad. The patient underwent thrombectomy, percutaneous coronary angioplasty, further stenting of the left anterior descending artery with a taxus express2 stent.